Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button has stopped working. Troubleshooting with tandem technical support was performed and customer noticed a reminder needed to be cleared. Customer cleared the reminder, and stated the wake button began functioning again. There was no impact to customer's blood glucose level.